Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's right ventricular (rv) pace/sense/defib lead had low pacing impedances. The lead is still in use. There were no patient complications reported as a result of this event.